Manufacturer narrative:
The reported event of the device in backup mode was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests were performed and found no functional issues. A longevity assessment was performed, and the device was operating at near beginning-of-life voltage (bol) with appropriate remaining longevity.

Event description:
It was reported that the pacemaker was found in backup vvi upon interrogation before an implant procedure. No patient was involved.